Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.